Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the lock-up issue. Physio replaced the programmed system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface assembly at the failure analysis center and determined the root cause of malfunction to be a heat sensitive chip, u8. There was no failure found with the system pcb.

Event description:
It was reported that the device locked up and gave the "self-test--service equipment soon" message around 10 times while connected to a patient simulator. The device had the service light illuminated and logged fault codes. The issue occurred during device inspection, no patient use.